Event description:
Procedure: lap. Cholecystectomy. According to the reporter: the specimen pouch has torn, so that another instrument must have been used. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No device component fell into the patient's cavity.

Manufacturer narrative:
(B)(4).